Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00422 on 23-sep-2024. Additional information 18-oct-2024: siemens evaluated this issue and provided the following conclusion: based on a review of the data, adjustments and quality control were valid on the date of testing and water tests were within specifications. The initial results were measured with an aliquot of diluent that had been onboard for approximately 36 hours. After fresh igf sample diluent was placed on the system, the samples repeated within expected values. This issue was resolved with routine troubleshooting. Immulite 2000 insulin-like growth factor I (igf-I) lot 313 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens regional support center to report a falsely depressed igf-I result obtained on an immulite 2000 instrument. Quality control was within acceptable ranges on the date of testing. The limitations section of the immulite 2000 igf-I instructions for use (IFU) states: for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer contacted siemens and reported a falsely depressed insulin-like growth factor-1 (igf-1) result was obtained on an immulite 2000 system. The sample was repeated on the same system and the repeat result, considered correct, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous igf-1 result.